Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191125 - file-2019-03188 - analysis_and_closure_report_resp-2019-01313.pdf].

Event description:
Reportedly, the subject pacemaker should be explanted because of an infection. The pacemaker should not be returned for analysis. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker should be explanted because of an infection. The pacemaker should not be returned for analysis. Preliminary analysis revealed that the subject pacemaker has been sterilized and released according to all applicable procedures.